Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient saw the ¿call hcp¿ screen with power on reset (por) maybe 2 weeks ago. When asked if they were around any emi sources the patient stated they had been travelling about around security devices. The patient stated they were not seeing the por anymore, but that they were seeing poor communication on their programmer since the day of the call. The patient stated their programmer was malfunctioning, and they confirmed seeing poor communication with and without the antenna. The patient was sent a replacement programmer. No patient symptoms were reported. No further complications were reported.